Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information: sid (B)(6),sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6). Section e1 address 1 complete information: (B)(6). Section e1 phone number completed information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c total bilirubin results for multiple samples. The following results were provided: (customer provided reference range of total bilirubin: 3-22 umol/l) sid (B)(6) initial result was 109.2 umol/l, repeat result was 17.1 umol/l sid (B)(6) initial result was 106.6 umol/l, repeat result was 19.9 umol/l sid (B)(6) initial result was 75.4 umol/l, repeat result was 14.2 umol/l sid (B)(6) initial result was 129.7 umol/l, repeat result was 20.4 umol/l sid (B)(6) initial result was 63.8 umol/l, repeat result was 5.2 umol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity c total bilirubin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. A ticket search by lot did not identify an increase in complaint activity for lot number 64299uq05 for the current issue. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c total bilirubin reagent lot 64299uq05 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c total bilirubin results for multiple samples. The following results were provided: (customer provided reference range of total bilirubin: (B)(4) umol/l), sid 1 initial result was (B)(4) umol/l, repeat result was (B)(4) umol/l, sid 2 initial result was (B)(4) umol/l, repeat result was (B)(4) umol/l, sid 3 initial result was (B)(4) umol/l, repeat result was (B)(4) umol/l, sid 4 initial result was (B)(4) umol/l, repeat result was (B)(4) umol/l, sid 5 initial result was (B)(4) umol/l, repeat result was (B)(4) umol/l. No impact to patient management was reported.